Manufacturer narrative:
The complainant was unable to provide the suspect model/catalog number, device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been implanted into the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal feeding tube kit was used during a jejunal placement procedure. (The procedure date is unknown). According to the complainant, post procedure, the patient presented with a clogged feeding tube. The procedure was completed with the physician flushing the tube which cleared the clog. The patient was sent home. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.